Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 (mg/dl). Contact administered manual injections to stabilize bg levels. System check with tandem technical support indicated that the pump was performing as intended; however, it was indicated that the customer's basal rate was increased the past night. Customer was referred to health care provider for possible factors that may affect bg levels.